Manufacturer narrative:
Report # 2011158-2016-00028 is associated with (B)(4), biotene original oral rinse.

Event description:
Accidently swallowed a tablespoon of this when I used it [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer reported that she accidently swallowed a tablespoon of this when she used it.